Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced exposed mesh. It was also reported that the plaintiff allegedly experienced emotional distress and a product problem. The plaintiff underwent revision surgery and the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4).